Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient reported that they tried to get EKG on (B)(6) 2018 but they told them that the ins was interfering with the test. Patient stated they thought the ins was off and when she tried to connect with the programmer she was a poor communication screen. Patient programmer was placed directly over the ins and synced but the poor communication did not resolved. A new patient programmer was sent but patient called back on (B)(6) 2018 and stated that the replacement patient programmer also did not work. Patient was advised to follow up with their managing physician. No symptoms were reported and no further complications were noted or anticipated.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.